Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the main backplane printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, there were lines across the secondary display on a 980 ventilator. The ventilator was not in use on a patient at the time the event occurred.